Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that that lens was dirty. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The performance of an electrical or electronic component was found to be inadequate. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited that the lens was dirty. There were no reports of patient involvement.